Event description:
Additional information was received indicating that the product problem occurred during testing. There was no patient involvement.

Manufacturer narrative:
H6: patient code updated to reflect code 2645. Device evaluation: one cadd legacy pump was returned for investigation in used condition. The device was tested 3 times for pressure, all 3 test were out of specification. The customer reported product problem (no high pressure alarm) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced to correct the problem.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had no high pressure alarm. There was no reported adverse event.

Event description:
Device evaluation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6400 high pressure alarm was tested three times and complaint verified and isolated to down stream sensor. Action taken to replace the dso. The device passed all functional testing. Device in good condition with scratch on screen.